Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value at the time was over 400 mg/dl. The customer could not treat with the insulin pump and blood glucose was rising to the 600 mg/dl range. He treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. Settings were correct. Customer declined to perform the high pressure test. The insulin pump did not have physical damage and was not exposed to moisture. The contacts on the battery cap were not missing or damaged and the battery compartment was not damaged or corroded. The customer did not have a new battery to test. Customer was advised to insert a new battery and revert to back up plan until receiving the battery cap replacement if display does not return.